Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared swollen, the pump was intermittently responding to all the buttons and they required excessive force to activate, all key contacts were inverted and do not spring back, and there was evidence of adhesive/contamination under all key contacts.

Event description:
It was reported that pump has become less responsive to the keypad. The pump reportedly has not been exposed to moisture and there is no damage to the pump exterior.